Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse called in to suspend the insulin pump for customer, who was in the hospital, and reported he had experienced high blood glucose of 476 mg/dl on (B)(6) 2015. On the day of this report, customer's blood glucose was over 600 mg/dl. Caller was transferred for assistance. The caller stated customer was hospitalized on (B)(6) 2015 with high blood glucose of 682 mg/dl. Troubleshooting with the insulin pump was declined. The device will not be returning for analysis at this time.